Manufacturer narrative:
The product has not been returned, therefore; the product could not be evaluated. The date code of 2006 indicates the product is 14 years old, possible stress of over usage.

Event description:
Allegedly, per the operating room manager, during a laparoscopic hernia procedure a large piece of plastic "sheared off " and fell into the patient. The doctor successfully retrieved the piece with no harm to the patient; procedure was completed with no additional intervention.